Event description:
Prior to implant procedure, the device was not able to be interrogated with radio frequency (rf) telemetry. A new device was selected for implant. The patient was stable with no consequences.